Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st. (B)(6) 2015 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b7, d3, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st. (B)(6) 2015 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventrio st mesh. Per op notes, ¿a vertical incision was made over the hernia site. The hernia sac was identified and excised which revealed a ventral hernia. A ventrio st mesh was placed and secured to the undersurface of the fascia with suture.¿ (B)(6) 2015 - patient was diagnosed with chronic abdominal pain thereby underwent open repair with excision of ventrio st mesh and implant of biological mesh. Per op notes, ¿a vertical midline incision was made. A lot of scar tissue was noted. The mesh was identified and taken down. Some adhesions to the stomach and liver on the undersurface of the mesh was also taken down. Once the mesh was completely removed, it was found to be rather contracted. The hernia defect was measured and made a bilateral myocutaneous flap. A biological mesh was placed and secured to the undersurface of the fascia with sutures.¿ (B)(6) 2015 ¿ patient had recurrent ventral hernia. (Note: there is no operative notes provided for this procedure in medical records).